Event description:
On june 2002 the end user called medtronic from the hospital. End-user was brought in for high bg. Not sure if admitted or not. End user is using the quick-set and having problems with leaky reservoir/set. On july 2002 maersk medical a/s received the complaint and 10 unused infusion sets.